Manufacturer narrative:
During visual inspection, no issues were found that are related to the reported issue. The rac was installed onto the golden system and completed the program with no problem so far. Failure analysis continued performance testing and set to 10 power cycles & sitting idle for 1 hours. After testing ten cycles no error, reviewing the system error logs after test was no error could be identified. Upon visual inspection, no issues were found that would be related to the reported event. The first mtm was then installed onto a pftp for a sine cycle and found issues with the esmb main wire harness black and white ffc's. Once testing was completed, the esmb, main wire harness and black and white ffc's was tested and was verified to be the source of the fault. As a result of these findings, failure analysis was able to conclude that the esmb, main wire harness and black and white ffc¿s was found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that the secondary surgeon side console (ssc) had not been operational for two months. The tse found communications errors in the logs. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the master tool manipulator (mtm) and remote arm controller (rac) on surgeon side console. The system was tested and verified as ready for use. Isi did receive a second mtm involved with this complaint to perform failure analysis. The mtm2 was returned for failure analysis and the reported ¿not working on console¿ was confirmed and replicated. In system logs, the gravity failure was found during calibration, confirming the failure occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was then installed onto a psc fixture test platform (pftp) where calibration was found to be failing on the axis 6. Once testing was completed, the axis 6 motor was tested and was verified to be the source of the fault. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The axis 6 motor was found to be the probable root cause of the reported event. This can be attributed to an electrical component failure.